Manufacturer narrative:
The manufacturer became aware on 13-jan-2026 that the user experienced a hyperglycemic event on (B)(6) 2026 that resulted in a brief hospital evaluation. Information provided indicated that the user experienced elevated blood glucose values following an inaccurately sized meal announcement and repeated disconnection of the infusion set during active insulin correction. The user remained connected to the ilet throughout the event and was treated with supportive care, after which blood glucose returned to an acceptable range and the user was discharged the same day. Review of the available information did not identify any confirmed device malfunction. The reported pattern of repeated infusion set disconnections during insulin delivery, combined with incorrect meal sizing, is consistent with insufficient insulin delivery during the correction period. No unexpected insulin delivery, device error alerts, or abnormal system behavior were reported beyond a high glucose alert. Based on the information available, the cause of the event appears most consistent with use-related factors, including incorrect meal announcement size and interruption of insulin delivery during correction. There is no evidence to confirm device malfunction. If additional information becomes available, or if the device is returned for evaluation, a supplemental report will be submitted.

Event description:
On (B)(6) 2026, the user reported that they experienced hyperglycemia with a blood glucose value of 497 mg/dl. The user attempted to manage the elevated blood glucose using the ilet system with assistance from a caregiver, including meal announcements and infusion set changes. The user was evaluated in the emergency department, treated, and discharged the same day while remaining on the ilet.